Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy w/ccd module. In addition, we confirmed that the lg cable connector fluid damage, the lg cable connector corroded, the u/d knob loose, the r/l knob loose, the distal body worn out, the operation channel kink, the light guide cable dented, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).